Event description:
Boston scientific received information from a journal article where the author explored the incidence and cause of ICD lead-related adverse events in patients who had an ICD before orthotopic heart transplantation (ohtx) between (B)(6) 2005 and (B)(6) 2011. Of the (B)(4) patients evaluated, (B)(4) patient had icds and (B)(4) had crt-d devices implanted. ICD lead-related adverse events were defined as perforation, conductor fracture, insulation failure, dislodgement, fragment retention and migration. No lead-related adverse events occurred in those patient's in the single-coil population ((B)(4) patients), however, there were (B)(4) ICD lead-related adverse events in the dual-coil population. Of the (B)(4) patients, (B)(4) patients had been implanted with a guidant or boston scientific defibrillation lead (model#0125 and model#0155). All identified adverse events were retained proximal coil fragments of the ICD leads. Except for (B)(4) patients, retention of the proximal defibrillation coil fragments were identified post-operatively (chest xray or computed tomography scan). On follow-up ((B)(6) months post-ohtx), a coil fragment from the model#0125 lead had migrated into the pericardial space. None of the reported (B)(4) patient deaths (from the adverse event population) involved a guidant or boston scientific lead. It was concluded that incomplete removal of defibrillation coils at the time of the ohtx was a clinically relevant problem that affected 22% of the dual-chamber patient population. Although the complications were suggestive of a specific, lead-related problem, the author could only address the specific lead design problem of a competitor lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).